Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that her husband's battery pack was not charging properly when placed in the charger. The pt received a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery pack connector was found to be damaged. The cause was bent pins in the connector. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.